Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-3 (downstream occlusion was detected) alarm. This occurred when the device was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-3 alarm was not identified during the evaluation; however, an f-38 alarm was found. The cause of the f-3 alarm was undetermined. The f-38 alarm was due to damaged force sensing resistors. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.